Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau . 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user reported the device functioned as intended and hemostasis was achieved. There is no evidence to suggest the report is due to a device failure. The IFU includes the following precaution "ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure. Closely monitor bowel distention and balance insufflation and hemospray volumes as necessary." Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. Communication from the physician was received on 16jan2022 - "I'm writing because we unfortunately had a complication related to hemospray a few months ago, and I think prudent that we report to cook in some way. I did the case. I honestly didn't consider to report it until we recently had a discussion about this case within my section. Patient ultimately did ok - but something happened while using this product that was unusual". The following was received upon requesting further details: "the [physician] believes hemospray "back fired" and left a pressure stretch in the transverse colon." Clarification was received on 31jan2022 stating the physician thinks the pressure from the propelled co2 [carbon dioxide] gas was strong enough to basically back fire [migrate backwards in the colon] and cause damage to surrounding tissue. He gave the analogy of blowing up a helium balloon at a fast pace and then letting it go. A teleconference was held with the cook sales representative on 02feb2022 to clarify the event and details. The cook rep said that during a phone conversation with the doctor, he stated that the issue occurred a few months ago and was not reported because the patient was already going to the or [hemospray was a bridge to or from endoscopy]. During a colonoscopy, bleeding was discovered in the cecum where a bleeding tumor was present, hemospray was used to get the bleeding stabilized and go to the or. Hemostasis was achieved. While removing the scope, in the right transverse colon it was noted that blood was present and there wasn¿t any blood in that area when going in. As the area was cleaned up, through irrigation, the physician noted there were "lines" that appeared like stretch marks in the colon. Physician feels that from the quick bursts of pressure from spraying hemospray, the pressure backed up in the colon. It was confirmed that no perforation occurred, only comments about tissue striation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.